Event description:
Pt arrived in cathlab for a percutaneous transluminal coronary angioplasty of the left anterior descending coronary artery. During the process, doc advanced the coronary stent delivery system but the guide catheter backed out of the ostium and "the wire/stent place meet system was lost." Doc removed the guide catheters stent delivery system, and percutaneous transluminal coronary angioplasty guidewire. Upon removal, the stent was not on the delivery system. Performed exam of sheath, guide catheter, and all accessories but stent could not be located through use of fluoroscopy or cine modes. Doc used a new guide and stent delivery system to recannulate the coronary artery disease and two multilink coronary stent were successfully deployed.